Event description:
Pump was reported to overinfuse. Patient was receiving unicyn 3gq6 from a 500ml bag. The device was programmed to deliver the contents of the bag over a 24 hour period giving 120ml doses every 6 hours with a kvo rate between these doses. The device was programmed by a nurse at the home infusion facility and the programming was reportedly checked three times before sending the patient home with the device. Approximately 1 hour into the infusion the IV bag was reported to be empty. The patient was at home when the bag ran empty and the on-call nurse from the home infusion service was contacted at this time. The patient was observed by the nurse on call the evening the overinfusion occurred, and by a physician the day after, no adverse side effects were noted and no medical intervention was required. The infusion was restarted the following day using a different device and the previous prescription.